Manufacturer narrative:
One device was received for investigation. The device was evaluated, and the hub of the stylet was observed to be detached. However, there was no difficulty in removing the stylet during functional testing following the instructions for use. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported when the tube was positioned in the esophagus, they tried to pull out the wire and it was stuck. This was even after flushing the tube at the beginning of the case. When attempting to pull out the wire a tiny bit the purple end cap came off exposing the wire underneath which ripped the glove of the radiologist. They then had to use a kelly clamp to try and pull the wire out safely and avoid finger injuries. They had to switch to a new tube as they had not gotten the tube in the stomach yet. The patient did receive extra radiation that they otherwise did not need.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.